Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: delamination of valve, wear abrasion, white particles in shell. The leak test and microscopic analysis was performed which identified, total(100%) delamination of diapherm flange disk, a curved cracked opening in valve. Based on the device analysis, the final assessment is: delamination of diapherm flange disk assessed, as adhesive failure. It is not considered a workmanship, since the device was explanted. A crack opening on valve assessed, as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported, a right side deflation. And later, added "valve delaminated from shell". The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and "valve delaminated from shell".

Event description:
Healthcare professional reported a right side deflation and later added "valve delaminated from shell". The device has been replaced.